Manufacturer narrative:
Toward the end of a hernia repair, the surgeon noted pieces of string in the surgical site and thought they possibly may have originated from one of the lap sponges contained in the custom hernia pack. The pieces were removed with forceps. A routine saline flush was performed. No serious injury resulted and the procedure proceeded without further incident. The sample was not saved for evaluation. A photo was sent showing a string-like object. The source of the string cannot be determined from the photo. We have not confirmed the lap sponge was the source of the foreign object, but due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
Pieces of string were retried from the surgical site and thought to have originated from the lap sponge.